Event description:
Review of the available programming and diagnostic history showed normal diagnostic results on the date of surgery . All device output currents were disabled and tachycardia detection was programmed on. Heartbeat sensitivity levels one through five were attempted to verify heartbeat detection. Review of the decoder data revealed that the device was detecting heartbeat. Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 27.6 seconds. In addition, the pulse generator would stop sensing but would recommence sensing at various time intervals. The pulse generator can was opened, and possible contaminates were observed on the edge of the printed circuit board (pcb) that is cut during the manufacturing process. The pulse generator showed no sense delays or sense drop outs after the pcb was cleaned. The contaminates were determined to be conductive material deposited on the edge of the printed circuit board (pcb) as a result of a laser cutting process during manufacturing. Further evaluation of this device and additional in-house devices showed that the delay and intermittency observed was due to leakage paths between various traces on the pcb edge caused by the minimal amount of conductive material. Because of the leakage, the device demonstrated intermittent sensing while sync pulse was being transmitted. However, when the sync pulse communications used by the verify heartbeat detection feature were terminated, sensing resumed and was stable. The sync pulse communications occur during use of the verify heartbeat detection in the operating room during initial implant and at the physician's office during follow-up appointments. At all other times when implanted in the patient, heartbeat sensing, and thus the autostim feature, operate as intended. No adverse events have occurred as a result of this event.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that during initial vns implant surgery on (B)(6) 2015, the patient's generator was unable to verify heartbeat detection. A pre-surgical assessment was performed in two positions and the readings corresponded to heartbeat sensitivity level four. When heartbeat detection was tested, the device showed bpm - for approximately three seconds and then showed bpm - ?????. Sensitivity level three was tested and the device showed heartbeat detection (bpm - 62) for several seconds before showing bpm - ?????. Sensitivity levels one through five were tested but heartbeat detection was unsuccessful. Emi was not suspected as the device was able to be interrogated and tested without any issues. The wand battery was replaced and the programming wand was repositioned. The device was disabled and diagnostic results showed lead impedance within normal limits. A backup generator was used to complete the procedure which was able to verify heartbeat detection without any issues. System diagnostic results with the backup generator and existing lead showed lead impedance within normal limits. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Previous supplemental MDR inadvertently did not include specific failed parameters identified via product analysis.

Event description:
Previous MDR did not include specific failed parameters. These include the r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. These failures are consistent with the known manufacturing error identified to be due to the leakage paths on the pcb.